Event description:
It was reported that an increase in the capture threshold resulting in a loss of capture was observed on the right ventricular (rv) lead. During the revision procedure, the helix of the rv lead was unable to be extended. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were a helix mechanism issue and an increase in the capture threshold resulting in a loss of capture. As received, a complete lead was returned in one piece for analysis with the helix found to be retracted and clogged with blood/tissue. The reported event of a helix mechanism issue was confirmed. Visual and x-ray inspections found the inner coil inside the connector region to be over-torqued, which is consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The cause of the reported event of the helix mechanism issue was isolated to blood/tissue in the helix region and an over-torqued inner coil. The reported event of an increase in the capture threshold resulting in a loss of capture was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Corrected data: d4.